Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review identified alarm f-38. This alarm indicates that the right force sensing resistor (fsr) was inoperative. The right fsr was replaced to fix the reported problem, the pump passed all tests.

Event description:
It was reported that a flogard infusion pump's channel a does not function. It is unknown what process step that this malfunction was identified. There was no patient involvement. Additional information was requested and is not available.